Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was only 1cc water inside the syringe prior to use. The user found the cap removed from the syringe. It was later reported per additional information received via email on (B)(6) 2019 from the ibc representative, the cap was present in the tray.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation, there was no water inside the syringe. No cracks or defects were observed on the barrel or the plunger. How and when the problem occurred could not be determined. The problem did not occur as a result of any manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver coated catheter" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was only 1cc water inside the syringe prior to use. The user found the cap removed from the syringe. It was later reported per additional information received via email on (B)(6)2019 from the ibc representative, the cap was present in the tray.